Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2017. Reportedly, the patient was under 2 years of age and calibration was not performed after the inaccuracy. No additional event or patient information is available. Data was provided, however finger sticks shown for the time period were accurate when compared to cgm values. The reported inaccuracies could not be confirmed. A root cause could not be determined via data. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.